Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance which resulted in a polarity switch, increased counts to the sensing integrity counter (sic), high threshold, suspected noise, and damage to lead was noted. The lead was reprogrammed and the physician plans to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.